Event description:
It was reported to arkray factory on (B) (6) 2009 that an error occurred when a customer used aution sticks 10ea urinary test strip. The user noticed that some test strips were affixed with abnormal urobilinogen test pads which colored incorrectly. The pad should have changed to pink under the existence of urobilinogen but the abnormal strips turned blue.

Manufacturer narrative:
The complaint device was returned for evaluation. The test pad for occult blood was affixed at the position for urobilinogen during the mfg process of this lot. After further investigation of the mfg record of the test strips, it was determined that only lot 0ea8k09 was affected by this problem. Therefore, the most probable root cause is related to mfg.